Event description:
Lar procedure. Ralc45 dlu failed to form proper b-formation of staples. Staples appeared straight and did not create a complete resection. Malformed staples were in the middle of the staple line. Staple line was reinforced with sutures to complete case.